Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had been alarming no disposable, clamp tubing. The patient had been instructed to stop and restart the pump. The pump had continued to alarm. The patient had then been instructed to clamp the tubing, unlock the cassette, and check for air in the line. No air had been present. The patient had then been instructed to reattach the cassette, unclamp the tubing, and restart the pump. The pump had continued to alarm. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.